Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 300, 292, 600 mg/dl.tests were done within 10 minutes with a difference of 46%. Patient did not experience any adverse events. No further information has been reported.